Event description:
The customer reported that during a hemicolectomy/lap chole, the clear sheath on the tip ripped and caught on the trocar throughout the case. The piece eventually fell off, and there is a possibility it fell in the patient. The procedure was delayed over 30 minutes as an x-ray was performed in trying to locate the piece. The piece could not be located and the site is not sure if the piece is in the patient cavity or not.

Manufacturer narrative:
(B)(4). Date of initial report : 04/03/2015. One used lf5544 was received for evaluation and visual inspection found the clear insulation was missing and was not returned. The sample failed hipot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.